Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, according to the incoming inspection results, faulty mesh turret was confirmed. It was confirmed that the front panel display flashed due to faulty mesh turret. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source had the front screen flash. It is unknown, when the issue occurred. There were no reports of patient harm.